Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the day of this call patient was adjusting his patient programmer setting and noticed it said MRI conditional and wanted to clarify further what they meant. The patient reported that he was trying to get a better setting because, patient had been in the hospital ((B)(6) 2014) for something unrelated to his device or therapy but while patient was there they gave patient a foley catheter. The patient stated ever since the ¿foley catheter things patient had not been the same.¿ the patient stated, he has a weak urine stream, frequent urination, and difficulty expelling fluid etc. The patient had seen his health care provider (hcp) and was currently using the 4 programs (one by one) and was communicating back to his hcp. It was later reported on 2015 (B)(6) that patient was still having concerns regarding their device or therapy but was working with the manufacturer representative. The patient appointment was scheduled on (B)(6) 2014. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# va0fp3q, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that there was a 50% or greater symptom reduction, but there was also a sudden loss of therapeutic effect that required reprogramming. The patient did not experience a loss of stimulation, however. The cause of the event was not determined, but it was not device related. The patient had not recovered as the symptoms and issue was ongoing. It was noted that the patient had a heart bypass and was on diuretics.